Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion event involving fentanyl on a patient who was already ventilator. It was mentioned that the the guardrails setting was bypassed. The patient became hypotensive but unsure if this was due to the fentanyl or the effect or other medications the patient was receiving at that time. There was no additional intervention provided as a result of the event.